Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was forwarded to us by our medical safety team who reviewed a journal article where a depuy mitek spiralok anchor was used. The patient had a shoulder procedure sometime between 2007 and 2009. Six to twelve months postoperatively, the patient required surgery to remove the anchor. Title: arthroscopic suture-bridge repair for small to medium size supraspinatus tear: healing rate and retear pattern authors: lionel neyton, m.d., arnaud godenèche, m.d., laurent nové-josserand, m.d., yannick carrillon, m.d., julien cléchet, m.d., and marie béatrice hardy, m.d.